Event description:
A customer from (B)(4) reported multiple misidentifications of achromobacter denitrificans/ achromobacter xylosoxidans as both cupriavidus pauculus and pseudomonas when testing clinical strains with the vitek® 2 gn test kit. The customer stated they used cos media and qc was performed routinely. Three patient samples were also tested with vitek® ms and the results were achromobacter denitrificans and achromobacter xylosoxidans. Repeat testing with vitek® ms gave a result of achromobacter spp. The customer stated the strains were sent to an external laboratory for molecular testing and results were not yet available. The customer stated patient treatment was not impacted. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) reported multiple misidentifications of achromobacter denitrificans/achromobacter xylosoxidans as both cupriavidus pauculus and pseudomonas when testing clinical strains with the vitek® 2 gn test kit. An internal biomérieux investigation was performed; however, the customer strains were not submitted. The customer reported setting up the strain from cos and cpse media, which had been incubated aerobically for 18-20 hours. One (1) lab report was submitted showing an identification of c. Pauculus. Supporting information for the claim that the species was either a. Denitrificans or a. Xylosoxidans was not provided. In addition, the vitek® ms result only identified the organism to achromobacter spp. Without a definitive identification, an analysis of atypical results could not be performed. It is possible that the organism tested is not a species in the vitek 2 gn knowledge base since the vitek ms result could only identify the strain to the genus level. The vitek 2 product labeling contains the following warning in the limitations section for testing of unclaimed species: testing of unclaimed species may result in an unidentified result or a misidentification. Without the strain or raw data, and definitive identification, it was not possible to further evaluate the cause of the misidentification. Vitek 2 gn test kit, lot # 2410325103, met final qc release criteria and passed initial qc performance testing.